Manufacturer narrative:
A ge service representative performed an on site investigation. The joystick connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the remote user interface joystick was not working and the system was unusable. This would cause a loss of motorized movements. There is no report of injury or death associated with the event described in this complaint.